Manufacturer narrative:
Manufacturing review : a manufacturing review can not be performed as the lot number was not provided. Investigation summary : a sample evaluation could not be performed as the samples were not returned therefore the investigation is inconclusive for the alleged unable to infuse issue due to the fact that no sample was returned for evaluation. Although a definitive root cause could not be determined, the following contributing factors indwelling catheter or port occlusion due to drug precipitation or thrombus, kinked indwelling catheter could have potentially caused or contributed to the reported event. Labeling review : a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that during the procedure the device was allegedly unable to infuse. There was no reported patient injury.